Manufacturer narrative:
The doctor does not think anything was wrong with the b+l lens.

Event description:
The patient developed (B) (6) infection after the lens was implanted. The doctor thinks the patient had the infection prior to surgery. The lens will not be explanted at this time, but the patient may eventually lose the eye.